Manufacturer narrative:
The customer initially stated that the rotors would be returned for evaluation. Haemonetics has not received the rotors to date and there have been multiple unsuccessful attempts to follow up with the customer. This issue of anticoagulant depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction.

Event description:
Haemonetics received a complaint on (B)(6) 2016 on the pcs2 plasma collection system. The customer reported anticoagulant (ac) depletion noticed in 4th draw, no donor reaction.